Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on november 07, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The patient was re-implanted with a new device on (B)(6) 2016.